Event description:
In 2006, the catheter was placed in the left bile duct via median puncture to alleviate jaundice. A day prior, a decrease in drainage was observed. On the event date, a CT scanning revealed a catheter fracture. The servered portion of the catheter was estimated to be 15cm long. They retrieved the severed portion, taking advantage of a planned surgery.

Manufacturer narrative:
Evaluation: the complaint device was returned in an opened and used condtion. The catheter was also in two separate pieces, the distal portion measuring 10cm and the proximal piece, measuring 24cm in length. An examination of both pieces at the broken area shows deterioration of the catheter material.